Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the cable of the fenestrated bipolar forceps instrument cable was broken. The procedure was completed with a back-up instrument with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the returned product. However, no additional information was provided.

Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the fenestrated bipolar forceps instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The image was reviewed by isi failure analysis engineer. It looks like the conductor cable was broken. This complaint is considered a reportable event due to the following conclusion: it was alleged that the cable of the fenestrated bipolar forceps instrument was broken. Allegation of conductor wire¿s damaged has potential for electrical discharge at a location other than intended. At this time, it is unknown what caused the insulation damaged. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the evaluation. Failure analysis (fa) investigation found a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage or damage to the conductor wire insulation were observed. The probable root cause of a broken and/or dislodged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.